Event description:
The customer alleged that the ventilator stopped cycling while in patient use. No patient harm reported by customer. The nellcor puritan bennett customer suppost engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extenede self testing.